Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the roche 9180 electrolyte analyzer. Patient 1 initial result was 111 mmol/l, and the repeat result was 136 mmol/l. Patient 2 initial result was 111 mmol/l, and the repeat result was 135 mmol/l.

Manufacturer narrative:
The sodium electrode lot number is 31243247. The customer stated that the second result is deemed to be correct. The investigation is ongoing.

Manufacturer narrative:
The customer performed daily maintenance and recalibration and was able to restore sodium results in the expected range. The investigation was unable to determine a direct root cause.